Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The cable from the data acquisition board to the central processing unit was found to be damaged. The cable was recommended for replacement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The cable from the data acquisition board to the central processing unit was found to be damaged. The cable was recommended for replacement.

Event description:
The hospital reported the unit's display went blank and an audible alarm sounded during a case. The unit was unable to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.